Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an emergent rupture of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient was admitted urgently in a state of shock with low blood pressure of 50-60mm hg. The patient received blood transfusion and as the blood pressure was back to about 70mmhg level the tevar was performed. The stent graft was implanted in zone 3 right above the sma to cover the celiac artery. During the procedure a type IV endoleak was confirmed (blush). After the procedure the patient received another transfusion; however, at the end of the index procedure the patient¿s condition changed and the patient expired. The physician stated that there was no relationship between the event and the relevant device. The patient expired due to a haemorrhagic shock.

Manufacturer narrative:
(B)(4). Results: death. Pre-operative rupture. Conclusion: death. Pre-operative rupture.